Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that pages 33-64 of their onetouch verio iq owner's booklet were missing in the english section. This complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.